Event description:
Event description guidant received information that this epicardial defibrillation lead exhibited a <20>125 ohms shock impedance. This observation was made during the lead impedance testing phase of the routine device changeout. A guidant technical services (ts) consultant recommended delivering a 1.1j shock to verify conductor continuity. This action was performed, which demonstrated normal impedance measurements. Guidant received additional information that this epicardial defibrillation lead exhibited >120 ohm impedance 6 months later. The physician elected to cap and abandon both epicardial leads, and implanted a transvenous defibrillation lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.